Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cerebrospinal fluid leak repair procedure. It was reported that after successfully registering the patient and navigating the system could no longer track the patient tracker. The site could see the malleable suction but the patient tracker was no longer in the tracking view. Under emitter details, it stated metal interference, but removing metal and re-positioning the emitter did not resolve. The port on the axiem box was moved with no resolution. Site continued without navigation. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the patient tracker. The imaging system then passed the system checkout and was found to be fully functional. The patient tracker was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned tracker would not recognize and would not track. A check of the em interface showed that all three coils were firing without issue. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.